Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected of an insulation breach. The pacing impedance was low and had been noted to be low since implant. The pacing impedance alert was turned off. The lead remains in use. No patient complications have been reported as a result of this event.